Event description:
It was reported by the patient¿s family member within approximately a month and half after device implant that the patient¿s heart rate was at 38 beats per minute when checked and was then at 120 beats per minute. It was noted that the patient had a cardioversion done two weeks prior and takes blood pressure medication. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).